Manufacturer narrative:
The root cause for the leak can be attributed to the plugged tubing, which was resolved with the services performed by the fse. The health (B)(4) report submitted in addition to this medical device report was filed as hc report (B)(4). (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report observing blue fluid on the drip tray under the blood sampling valve (bsv) of the coulter lh780 hematology analyzer. Customer was troubleshooting a high latron reticulocyte scatter mean issue on the instrument when the blue fluid had collected on the drip tray below the bsv. Customer was unable to locate the source of the leak and service was dispatched. The field service engineer (fse) inspected the instrument and found that the backwash tubing from the probe and aspirate needle was plugged. The fse unplugged the tubing, which allowed proper drainage. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.